Event description:
It was reported that a spectrum infusion pump did not recognize a closed door during testing. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation produced the reported "will not recognize a closed door" as a door not fully latched message caused by a failed lower link switch. The lower auxiliary assembly (containing the link switch) was replaced.